Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because the no lot number was provided by the customer. Other company products that used in this study: ensite array noncontact mapping (st. Jude medical) in 2 patients .(B)(4).

Event description:
This complaint is from a literature source. It was reported that one patient with inappropriate sinus tachycardia (ist) underwent radiofrequency ablation and had right ventricle punctured during percutaneous subxyphoid access without sequelae. Only 13 ml blood accumulated due to puncture and was aspirated prior to epicardial mapping. Based on the facts of the case and the author¿s assessment, there were no reported malfunction with any of the bwi catheters and systems used during the case. Thus, this event is unrelated to the device and most likely related to the procedure. Title: ¿epicardial/endocardial sinus node ablation after failed endocardial ablation for the treatment of inappropriate sinus tachycardia.¿ the purpose of this study to combined epicardial/endocardial sinus node ablation is a viable approach for patients with severely symptomatic ist after a failed endocardial attempt. The study was conducted between august 2008 and june 2011. Suspect device is an open-irrigated 3.5-mm tip thermocool ablation catheter, however catalog and lot number is unknown.